Event description:
It was reported the system displayed a "cine drive not found" error and the cine would not play back. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated. The hard drive and the software were installed during the service call. The system was tested, found to be working as intended and returned to service.